Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The blood glucose reading is 350 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the act button did not respond due to corroded keypad trace. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.